Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta appeared to have been deployed outside of the vessel (tract deployment). Pta balloon, covered stent, and vascular surgery required to repair. Additional information: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain a low positioned access in the right common femoral artery. Vessel size was 8.4mm with moderate to severe calcification and no reported tortuosity. Measured depth for manta was 2.5+1cm and the physician reportedly had issues advancing and withdrawing procedural sheaths. Systolic blood pressure was 100mmhg, and act was greater than 250. Both heparin and protamine were administered intravenously during the procedure. Post deployment there was bleeding from the site. The manta device had slipped backwards during deployment. Post procedure angiography showed internal bleeding from the puncture site. The procedure was completed with vascular intervention, peripheral angioplasty balloon, covered stent, and vascular surgery. The device was surgically removed.

Event description:
It was reported that: manta appeared to have been deployed outside of the vessel (tract deployment). Pta balloon, covered stent, and vascular surgery required to repair. Additional information: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain a low positioned access in the right common femoral artery. Vessel size was 8.4mm with moderate to severe calcification and no reported tortuosity. Measured depth for manta was 2.5+1cm and the physician reportedly had issues advancing and withdrawing procedural sheaths. Systolic blood pressure was 100mmhg, and act was greater than 250. Both heparin and protamine were administered intravenously during the procedure. Post deployment there was bleeding from the site. The manta device had slipped backwards during deployment. Post procedure angiography showed internal bleeding from the puncture site. The procedure was completed with vascular intervention, peripheral angioplasty balloon, covered stent, and vascular surgery. The device was surgically removed.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi and indicated the manta radiopaque lock far from the access site. Balloon inflation was applied , and a covered stent was placed. Extravasation present post stent placement and manta collagen plug explanted. The device lot history record review for lot number mn2301504 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, ultrasound and micro puncture were utilized to gain lower-positioned access. The arteriotomy was 8.4mm, with moderate to severe calcification at the access site, posterior circumferential wall calcification, and minimal tortuosity, with a depth measurement of 2.5cm + 1cm. Issues were encountered advancing and withdrawing the expandable procedural sheaths (e-sheaths). Prior to closure, the patient was administered heparin. During the closure, the 18f manta was deployed in the right femoral artery, and a protamine was administered. Post-deployment the manta appeared to have been deployed outside the vessel and bleeding was visible at the access site. Immediate manual pressures were held, and a post-procedure angiogram revealed internal bleeding from the site. Balloon angioplasty was applied to tamponade, a covered stent was deployed, and surgical intervention was required to explant manta, repair the vessel, and achieve hemostasis. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to damage encountered to the artery during attempting to advance and withdraw the expandable sheaths. Likely altering the depth measurement for the deployment of the manta, potentially causing the manta sheath not to be able to seat properly, and possibly causing the manta anchor to deploy outside the vessel. Risk documentation was reviewed; tract deployment is a known risk. The manta instructions for use state the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The IFU warns not to use manta in patients with severe calcification of the access vessel, and not use if there is marked tortuosity of the femoral or iliac artery. As a precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain hemostasis. The IFU lists the following potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, vessel laceration or trauma, and late arterial bleeding. The IFU instructs in the procedure preparations to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.